Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 32 mg/dl at the time of the incident. The customer was at 202 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was not wearing the insulin pump during the incident, in less than 48 hours. Troubleshooting was completed and the customer was concerned that the pump may have over-delivered insulin. The customer has been experiencing lows for the past few months. The customer was put on medication to fight infection after having a tooth pulled the day before the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Pump was received with broken battery tube threads, partially broken reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.